Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, belt incompatible messages) has been completed. Upon evaluation, the unit generated multiple abnormal shutdowns which locked the monitor. The cause for the shutdowns cannot be positively identified but was likely the result of corrupt software database. The programmable logic device (pld) and flash were reprogrammed and the unit powered up properly. The cause for the pld and flash errors cannot be positively determined. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6) male patient, which revealed multiple abnormal shutdowns and a belt incompatible message. The patient was issued a replacement monitor.